Event description:
It was reported that the patient underwent replacement surgery for the removal of ams ambicor penile prosthesis and replacement of ams 700 inflatable penile prosthesis due to unspecified reason. Additional information received stated that the surgeon said while deflating the ambicor, the patient needs to squeeze and bend his penis. However, the patient was thinking that he will break his penis or damage the cylinders while bending. The surgeon showed him in the clinic how to deflate and assured him that he will not damage his penis or cylinders with bending, but the patient wanted a 3-pieced penile prosthesis instead. There was no malfunction related to the device as the device was working perfectly. The patient is in recovery status.